Event description:
It was reported that one tritanium posterior lumbar cage became jammed and was subsequently removed from the patient intra-operatively, and that a second tritanium posterior lumbar cage migrated intra-operatively, "partially entered the vertebral body", and was also removed. The procedure was completed successfully with no reported surgical delay by inserting a third cage lateral from the initial approach. This report is for the cage that became jammed.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.